Event description:
Healthcare professional (hcp) reported patient was injected with juvéderm® voluma¿ with lidocaine in the nasolabial/nose for rhinomodeling. The following next day, patient reported their upper gum on the right side hurts. Hcp states the patient has vascular occlusion and applied hyaluronidase there and a little on the nasal base. Symptoms are ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.